Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had been running high and the customer was unsure of why. The blood glucose reading had run as high as 494 mg/dl and was 204 mg/dl at the time of the call. The customer treated with a bolus through the insulin pump. The drive support cap was normal and recessed. The customer was advised to call back with a tubing clamp available to perform a high pressure test. The insulin pump passed the self test.